Manufacturer narrative:
H.6. Conclusion code 1: updated. H.6. Results code 2: 213: the engineering evaluation stated the following: the 8l x 59 stent had been deployed; however, the catheter was split into 3 pieces with the middle of those pieces stuck on the guidewire. The section attached to the hub had catheter damage from 18.5-19.5 cm and necking from 25cm until the break at 37 cm (as measured from the hub). The middle portion on the guidewire was 37 cm long and displayed necking across that whole length. The third section with the balloon had necking that extended 21 cm from the break. Based on the device examinations performed, no manufacturing anomalies were identified to which the event could be definitively attributed.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2019 a patient was undergoing treatment of unknown type/location with a gore® viabahn® vbx balloon expandable endoprosthesis. Reportedly the device broke after it was deployed. The delivery system was attempted to be pulled out of the patient.

Event description:
On (B)(6) 2019 a patient was undergoing treatment of a stenotic occlusion of unknown anatomical location, with a gore® viabahn® vbx balloon expandable endoprosthesis. Following device deployment the delivery catheter broke upon removal from the patient.

Manufacturer narrative:
B.5. Updated.

Event description:
On (B)(6) 2019 a patient was undergoing treatment of unknown type/location with a gore® viabahn® vbx balloon expandable endoprosthesis. Reportedly the device broke after it was deployed. The delivery system was broken upon removal from the patient.

Manufacturer narrative:
B.5. Updated.